Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood half of the plastic c-ring was missing and not returned. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Signs of exposure to heat at the c-ring fracture sight were observed. This type of failure is consistent with the application of heat from the from the hemopro tool while in close proximity to the c-ring. Based on the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action issued for this failure mode. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, a part of the tip of the vaso view hemopro came off. They are not sure where it exactly broke off. The leg was xrayed but the piece was never located. The hospital did not report any patient effects.